Manufacturer narrative:
Argus case (B)(4).

Event description:
Accidentally drunk the denture cleanser [accidental device ingestion] expired product used [expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident 3 minute tablets) tablet (batch number 17e15org c, expiry date 30th april 2020) for dental care. On (B)(6) 2020, the patient started polident 3 minute tablets at an unknown dose and frequency. On (B)(6) 2020, an unknown time after starting polident 3 minute tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced expired device used. Polident 3 minute tablets was discontinued on (B)(6) 2020 (dechallenge was unknown). On (B)(6) 2020, the outcome of the accidental device ingestion was recovered/resolved. On an unknown date, the outcome of the expired device used was unknown. It was unknown if the reporter considered the accidental device ingestion and expired device used to be related to polident 3 minute tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the initial and follow up information dated 23 nov 2020 and 24 nov 2020 were processed together. The consumer called because she accidentally drunk the denture cleanser polident 3 minute. She asked whether she should be concerned. Followup information received on 24 nov 2020. The batch number and expiry date of product was updated.